Manufacturer narrative:
The investigation for the reported thrombosis issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the issue was related to the patient¿s condition. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. The patient had impella cp support for over 14 successful days when it was explanted. At the explant a biomaterial/clot was observed. It was noted that there was no effect on the lower limb hemorrhage or brain. No harm or injury noted from the thrombosis.